Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/28/2025 the user reported experiencing hypoglycemia with blood glucose (bg) levels of 68 mg/dl which was corrected with oral carbohydrates. The user did not require medical intervention and reported no symptoms during the event. No long-term health effects were reported.